Event description:
It was reported that the patient missed a refill and presented to a healthcare provider (hcp) with a critical alarm for an empty pump. A critical alarm was confirmed by telemetry for a zero ml reservoir volume reached. The patient had been refilled out of state a couple of times and presented back to the prior hcp on (B)(6) 2012 reporting hearing an alarm since (B)(6) 2012. The patient was not experiencing any symptoms as a result of the empty pump. It was later reported that the hcp the patient presented to received out of state hcp records and it was confirmed that the patient missed a refill and did indeed have an empty pump and was not getting any medication from the pump for "quite some time". The patient was taking high oral doses of medication and did not go through withdrawal. The reporter stated that the hcp and patient had decided to explant the pump, and the date was to be determined. The empty pump previously delivered dilaudid and bupivacaine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 8703w lot# l47178, implanted: 1998 (B)(6), product type catheter product ID, 8578 serial# (B)(4), implanted: 2010 (B)(6), product type accessory. (B)(4).